Event description:
The pt received her scs system, including an ipg, on (B)(6) 2005. It was reported the ipg will be explanted and replaced due to a loss of telemetry. A review of the pt's medical history found he was noncompliant with the ipg charging requirements. The pt had not recharged her ipg in over a yr. It is unk if the explanted ipg will be returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: eval summary: the ipg was not returned to the MFR for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.